Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they were told not to increase stim for a week. Patient said they increased stim and they still have no control over their urinating. Patient said the control over their urinating has gotten worse since they got the current device. Patient said they will increase stim more and see what happens recommended discussing changing programs if symptoms don't improve. Patient said they can't put pressure on their feet and have to use a walker so it takes them 5 mins to get to the bathroom. Patient said they do feel tingling in their right foot which is the side the device is on. A week after implant the patient was in the hospital for a week. Patient asked if the device could have caused their issues with their feet. Reviewed they could turn stim off to see of feet improve. Agent did not ask about the circumstances that led to the reported issue.